Event description:
It was reported that during unpackaging, the 6.0 x 60 mm xpert stent was noted to be partially deployed. The device was not used in the patient anatomy and a second same size xpert stent was then used to complete the stenting procedure. There was no patient involvement, no clinically significant delay and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.